Event description:
Reporting status: injury/permanent damage. Reporting rationale: myocardial infarction (mi), is considered to be permanent impairment or damage. Device issue: no device malfunction has been reported. It was reported via a trial that during the index procedure in 2009, two lesions were being treated. A 3.0 x 28 mm xience v stent was implanted in the mid lad and a 3.5 x 23 mm xience v stent was implanted in the proximal lad. Post procedure on the same day, the patient experienced mi and prolonged hospitalization. Additional cardiac enzyme testing revealed elevated cardiac enzymes. No additional event or patient information is available.

Manufacturer narrative:
Results and conclusion summation - product performance engineering concluded, mi, in the xience v IFU, is a known adverse event associated with coronary stenting and not necessarily an indication of a product quality issue. Additionally, mi, elevated enzymes, and hospitalization are listed in the xience v risk assessment as no fault post procedure complications. In this case, it is likely that the elevated enzymes is a secondary effect of the myocardial infarction which required hospitalization. However, a conclusive root cause for the reported patient effects, and the relationship to the devices, if any, cannot be determined. The second xience v stent indicated is being reported under this manufacturer report number.